Manufacturer narrative:
The pump powered up properly after battery installation. No constant blank flashing white light on the display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. The insulin pump was exposed to moisture. The insulin pump was beeping and went black. The insulin pump will be returned for analysis.